Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. A review of the device history records showed no issues were found during the manufacture of the device. The device was not returned for investigation. The pre-case plan and CT-imaging were provided for review. The pre-case plan indicates that the access was completed through the right femoral artery. Furter analysis of the CT-imaging shows mild tortuosity and calcification in the right iliac artery and along the aorta. Without the return of the device, it is difficult to determine the root cause of the noise coming from the delivery system. The stent-graft used in this case was confirmed to be a 36 mm x 140 mm fenestrated treo bifurcate. This size is the largest offered for a 19 fr fenestrated treo bifurcate and is considered to be a worst case, which could have contributed to higher deployment forces. The clicking sound observed by the physician most likely occurred due to the grey turning knob "skipping" over the teeth of the threaded collar, which also indicates higher than normal deployment forces. It is possible that the combination of the tortuosity in the patient's anatomy and the graft being a worst case for the size of the outer sheath caused the difficulty deploying the device, but this could not be confirmed. The root cause of the reported failure of difficulty deploying the stent-graft could not be determined.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom-made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in italy.

Event description:
"The clinician inserted the device and performed an angiogram. Then he started the deployment turning the gray knob. After some turns, the device began to open. He was able to open the first stent and the beginning of the second; while turning the knob firmly it was possible to hear a noise, a sort of "clac" coming from the mechanism of the delivery system. He proceeded and the device stopped making the "clac" after the deployment of the 3rd stent; after this, deployment and procedure were performed good!" Patient outcome: "none; the clinician was able to remove the device without any injury to the patient."